Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) screen was cracked. It was also indicated that the output connector assembly was broken and that the display wires were pinched. It was also indicated that the keypad flex tape was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) screen was cracked. The epg was returned for repair and testing and calibration. No patient complications have been reported as a result of this event.